Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. The blood glucose reading at time of call was 500mg/dl. Troubleshooting was performed. The programming on the insulin pump appears to be correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. No further info was provided.